Manufacturer narrative:
(B)(4). Batch #: t9463t. Investigation summary: the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include, "remove instrument from patient," ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage can result in a broken blade. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This is an evaluation of the picture provided by the account and not of the actual instrument: the image provided by the customer is that of the distal jaw of what appears to be an harhd instrument. A closer look at the clamp arm interface shows that the blade tip has scratches and is cracked. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include, "remove instrument from patient," ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage can result in a broken blade.

Event description:
It was reported that during a laparoscopic hepatectomy, an hour and a half into the case, the surgeon was using the device on liver parenchyma. Gen11 displayed "replace instrument." Upon removing the device, the scrub nurse found that the tip of the blade had cracked, although the body of the blade was still intact. The doctor said he did not hear any metal-to-metal screeching sounds, but he was activating between two metal clips when the issue occurred. There were no patient consequences.